Event description:
It was reported that 3 bd flu+¿ syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "we had (B)(4) occasions where the plunger was tight and wouldn¿t depress . The one occasion the needle was in a patients arm and had to be withdrawn. The (B)(4) occasions combined resulted in 4 doses wasted"

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2006421. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were evaluated and no defects were identified. Per the investigation findings, an exact cause related to the manufacturing process could not be determined for this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd flu+¿ syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "we had 3 occasions where the plunger was tight and wouldn¿t depress. The one occasion the needle was in a patients arm and had to be withdrawn. The 3 occasions combined resulted in 4 doses wasted".